Event description:
As reported, prior to insertion into the patient, a "pin-sized" hole was noted proximal to the suture wing on a PICC device. The device was not used and was discarded by the hospital. No negative effect on the patient from this event.

Manufacturer narrative:
As no lot number was reported, a shipping history was run to determine the last 3 lots of the reported upn shipped to the hospital. The device history records (DHR) for these lots were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The october 2010 navilyst medical complaint report was reviewed for the product family of xcela pasv PICC and the failure mode of "hole in catheter." No adverse trends were noted. As the hospital did not return the device, the complaint is unable to be confirmed and the root cause unable to be determined. The DHR review revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Process controls in place for the manufacturing of this device include the following: visual and dimensional inspection of the catheter, 100% check of all catheters with a guidewire to confirm lumen patency, 100% air leak testing of all catheter, and visual inspection of molded suture wings. Additionally, the extruded catheter tubing is subjected to visual inspection for defects or damage as well as dimensional measurements at incoming inspection. Navilyst medical has deemed these process controls adequate to detect this type of failure mode. (B)(4).